Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer's blood glucose level at the time of the call was 147 mg/dl. The customer stated that their insulin pump gave them too much insulin. The customer was treated for the low blood glucose with glucagon shot. The customer just wanted the incident documented and did not want to troubleshoot the issue. The customer did not return the product back for analysis.